Event description:
It was reported that the catheter was broken at the point between cuff and bifurcation after 3 months usage.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation.